Event description:
It was reported that the patient's ams 700 inflatable penile prosthesis would not inflate and the pump and cylinders were removed and replaced. The previous reservoir was left in empty, and a new reservoir was implanted.